Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had experienced repeated drawer failures, where drawers failed to lock and did not remain closed. A field service engineer (fse) reported that full height matrix drawer three failed to lock in the closed position and adjustments were made to the latching mechanism and back frame. The fse inspected and adjusted the back panel and latching mechanism, identified that the position sensor connector had detached from the drawer board during handling, replaced the drawer controller. Replaced the battery and installed a power switch bracket as a preventative action and verified proper drawer operation after the repairs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system cabinet had experienced repeated drawer failures, where drawers failed to lock and did not remain closed. However, there were no delay and adverse events or injuries reported based on this event.